Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the health care professional reported that the patient called the hcp&#62688;office on 2015-june-08 and reported that the implantable neurostimulator (ins) was "short circuiting"&#63489;and was advised to turn it off and make an appointment for programming but had not seen the patient for programming since her call. The patient had not been in. The healthcare professional received a call on 2015-august- 26 that the patient was having back surgery on (B)(6) 2015.

Event description:
It was reported there was a shocking or jolting sensation. The patient was in pain due to muscle spasms in their lower back. It would ¿shoot down both legs¿. The patient turned the stimulation off the night prior to report at the doctor¿s office. They were still having shocks/jolts of spasms in her back and legs. The next appointment with the doctor was scheduled for (B)(6) 2015. The patient had arthritis in her back and she thought the arthritis could be back.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v686969, implanted: (B)(6) 2011, product type: lead. (B)(4).